Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was anoxic brain injury and diabetes. The caller stated that the customer had heart and breathing issues that may have led to the customer's passing. The customer¿s blood glucose was high with diabetic ketoacidosis at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by more than 48 hours prior to passing. The customer had gone to the emergency room on (B)(6) 2017 as they were feeling confused and had blood glucose at 72 mg/dl. The customer also had high blood ammonia levels. The customer went to the emergency room again for confusion and unknown blood glucose levels. The next day the customer was found unconscious. The customer was not using sensors. The caller declined to return the insulin pump for analysis.